Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient showed up in their gastrointestinal hcp's office in (B)(6) with sharp pains and shocking. The patient presented a few weeks ago with shocking sensation around their left rib cage and the hcp ordered x-rays as well as a cat scan and both were normal. The hcp turned the device off, but the patient continued to feel a shocking sensation. The patient was admitted to the hospital over the weekend and a battery change was done on (B)(6) 2016. The hcp also adjusted the leads and pocket that held the battery. The impedance of the new battery was 478 ohms. Post-operatively the patient felt better and the hcp was not sure what might have been causing the pain and shocking since they turned the device off. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.